Event description:
A patient's peritoneal dialysis nurse called tech support stating that the patient was decreased. She stated that he passed away on the cycler; however, she clearly stated that it was not cycler related and the cause of death was non-cycler related. She would not provide the actual cause of death. The purpose of this call was to follow up on the previously scheduled final pick up of the cycler with customer service. A request for additional patient event and medical records has been made. This MDR includes all information provided to date.

Manufacturer narrative:
The peritoneal cycler (plant investigation) is anticipated. Based on the information provided, it is unknown how the device may have caused or contributed to the reported event. The post market clinical department is in the process of requesting medical records and additional clarification regarding the reported patient adverse event during the peritoneal dialysis treatment. A supplemental report will be submitted once the plant investigation and clinical investigations are complete. This is one of 3 MDR's submitted to document this reported event. Please reference the following MDR numbers: 8030665-2013-00615, 1713747-2013-99947.